Event description:
The duett pro sealing device was deployed following an interventional procedure via a 6 fr sheath in the right common femoral artery. During deployment, it was reported that proper occlusive pressure was not obtained (instructions for use deployment procedure). Following the deployment, the pt experienced numbness, pain and absent pulses in the affected area. An occlusion was confirmed and treatment consisted of thrombolytic therapy and a percutaneous thrombectomy. The occlusion was successfully resolved. The pt experienced hemorrhaging with hematemesis as a result of the thrombolytic therapy (tpa infusion) and remains hospitalized at the time of this report.